Event description:
It was reported that the caller was not able to adjust stimulation. There was a call your doctor icon observed with a power on reset (por) condition. The patient had a CT scan yesterday (stim left on during scan). After the CT scan, the patient noticed the por on their patient programmer yesterday. The caller would meet with the patient on the date of report to address por. Later, it was reported that the por was cleared and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).